Event description:
Used a freestyle libre 3 sensor by abbott that I was notified was giving me incorrect glucose readings as I have diabetes and am required to keep a close watch on readings item identified are: freestyle libre 3 plus sensor, ndc# 57599-0844-00 lot # t60002984 lot # t60002995. Patient code: 4580. Device code: 1535. Reference report: mw5181335.